Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address pain. Loosening of the stem at the cement/implant interface was found. The manufacturer of the cement used at the time of original implantation is unknown. Doi unk - dor (B)(6) 2013 (right hip). Update (B)(4) 2013 - the patient's revision operative records were received. The device associated with this report was not returned. Review of the device history record and sterilization certificate did not reveal any related manufacturing deviations or anomalies. Per the sterilization certificates, validated parameters were met. Requests for additional investigational inputs were made in accordance with (B)(4). Operative notes and a singular x-ray image was received confirming the reported loosening but not a root cause. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. Loosening of the stem at the cement/implant interface was found. The manufacturer of the cement used at the time of original implantation is unknown.